Manufacturer narrative:
Concomitant medical products: model: unknown, drg lead (x3), therapy/implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's ins device was no longer able to communicate with external devices due to it being inoperable. As a result, the patient's ins device was explanted and replaced.